Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. A rec'd, the belt failed the hi-pot and insulation resistance test. Upon investigation, the cable connecting the distribution node (dn) to front therapy electrode was pinched in the dn, exposing the pulse wire which caused the test failures. The root cause of the pinched cable was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the exposed wire. The last pt to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation resistance tests. The last pt to use this belt did not report any deficiencies.